Manufacturer narrative:
Concomitant medical devices: (cn: 200-23-11, sn: (B)(4)) optetrak tibial insert cruciate retained; (cn: 200-04-33, sn: (B)(4)) optetrak tibial tray cemented finned.

Event description:
A patient who enters the emergency room after hearing a clicking sound in the left knee and radiographic images reveals that the condyle of the femur is broken.

Manufacturer narrative:
Section h10; h1: the engineering evaluation noted in the reported revision was likely the result of inadequate medial posterior femoral bone support, which allowed for fatigue failure of the medial femoral condyle under cyclical loading in flexion. This lack of bone support could be confirmed through review of the radiographs. However, no x-ray images were provided to exactech. D11: concomitant device: (cn: 200-23-11, sn: (B)(6)) optetrak tibial insert cruciate retained. (Cn: 200-04-33, sn: (B)(6)) optetrak tibial tray cemented finned.